Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: during investigation, the keypad was found to intact; no damage was observed. The complaint of the under and over responsive up arrow and down arrow keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of contamination found under the keypad button contacts. Unrelated to the complaint, the display was found to be discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked and the piston cap was missing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were over-responsive and under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.